Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly, and performance specs. Examination of the returned device under magnification observed the core wire through the distal dome. The polyfluorotetraethylene coating on the proximal end of the wire was observed to be peeled in several regions between 32 cm to 36 cm from the proximal end. This was most probably caused by the insufficient tightening of the torque device onto the device. An attempt was made to shape the tip of the device, but this was not successful. The nitinol tubing was removed in the laboratory to reveal that 7 mm at the distal tip of the core wire had separated. Under magnification the core wire appeared to be twisted just proximal and distal to the separated section. The nitinol bonds were confirmed to be intact. Scanning electron microscopy (sem) was performed on the fracture surface of the core wire. The fracture surface had linear features that were hypothesized to be from fatigue and circular pattern dimples likely indicative of torsional overload. The broken tip of the core wire is the most probable cause of the reported poor shape retention. However, based on the investigation and the info provided, it was not possible to determine the possible cause of the fracture as the info provided does not indicate that the device was excessively manipulated.

Event description:
It was reported that during the procedure while attempting to reshape the tip of two devices including the (subject device), the physician noted that the tips felt "spongy". Analysis of the returned subject device found that a small piece of the core wire had separated.